Event description:
It was further reported that the physician had not predilated the 70% stenotic lesion in the mid-lad.

Event description:
It was reported that approximately 11 months after a drug eluting stenting treatment procedure, the pt returned with restenosis of the distal segment of the stent. The taxus express2 3.0 x 20 mm drug eluting stent was implanted in 2003. There were no procedural complications. The pt was taking plavix for 6 months following the procedure. In 2004, the pt underwent exercise testing and the test was positive. They were found to have restenosis of the distal segment of the previously placed taxus express2 drug eluting stent. The physician deployed a taxus express2 3.0 x 12 mm drug eluting stent to treat the restenosis. No procedural complications were reported. The pt was prescribed ticlopidine and plavix for 6 months. The pt is reported to be stable.